Event description:
It was reported during delivery, it was thought the maternal heart rate was acquired incorrectly. The fetal heart rate was monitored with a wired ultrasound transducer while the maternal heart rate was monitored with spo2. A cross-channel verification occurred (coincidence alarm); however, it was though the maternal heart rate was acquired incorrectly as the waveforms for ultrasound and spo2 were not aligned. It was indicated the coincidence alarm was incorrect and delayed appropriate action. The impact to the patient was indicated as hospitalization for treatment of poor prognosis of the child. The patient's hospitalization was prolonged. The customer requested assistance in determining whether ultrasound was measuring fetal or maternal heart rate.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporter phone #: (B)(6).

Manufacturer narrative:
The complaint was escalated for technical investigation and the results indicate there was a co-incidence alarm that was not acknowledged by the user. If the fetal monitor detects that any channels have the same or similar values, the coincidence inop is issued with an inop tone. The reported problem was not confirmed. Information is being provided to the customer to resolve this issue. Instructions for use (IFU) avalon fetal monitor release l.3 with software revision l.ex.xx p 164 cross-channel verification functionality: the cross-channel verification functionality (ccv) of the fetal monitors compares all monitored heart rates (maternal and fetal), and indicates automatically whether any two channels are picking up the same signal, or monitoring similar values.